Event description:
During the placement of the spinal anesthesia, anesthesiologist stated that the tip of the spinal needle broke off under the pt's skin. Physician who was to perform the surgery was notified by the anesthesiologist. The spinal was then placed with a new needle, and the surgery continued on without further incident. Orders were written by physician and anesthesiologist for follow-up.